Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between june 11-14, 2025. H11: the actual device was not available; however, seven companion samples were received for evaluation. One random sample was visually inspected and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the sample, and the issue of bubbles were observed/encountered. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had multiple bubbles errors during delivery on two (2) compounders. After running 2 total parenteral nutrition (tpn) bags, bubbles were observed in the line. The line was re-primed to proceed again and ran 2 more bags with no issue. However, bubbles were noted in the line while pumping the third bag. The issues were noticed from port 5 and 10. The valve sets were swapped to resolve the issue. There was no patient involvement. No additional information is available.